Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a peritoneal dialysis (pd) transfer set separated from the white twist clamp which resulted in a leak. This issue occurred during use of the device for peritoneal dialysis therapy. The patient was given prophylactic antibiotics as precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.